Event description:
The customer reported that sys did not boot up normally. Twenty squares displayed on the control panel at the c-arm mainframe.

Manufacturer narrative:
(B)(4). The plan to check the sys is currently under negotiations with the customer.